Event description:
Additional information indicated the event resulted in in-patient hospitalization.

Event description:
It was reported that there was a loss of therapeutic effect. The return of tremors started on (B)(6) 2013, progressed and became worse, and on (B)(6) was unbearable. Hcp (health care professional) office was contacted and the patient was seen on 8/26/2013 and was told that one of the leads was broken. It was stated that the patient was not trained adequately on using the device so didn't know how to check his device, had read the booklet, however, he was unable to communicate. The patient was scheduled for surgery on (B)(6) 2013 and it was stated that the physician wouldn't know until the actual procedure how extensive the procedure might be. Eleven days later it was reported that there was a significant increase in right handed tremor. It was stated that there were increased impedances, extension wire breakage. Exploratory surgery confirmed breakage in the dbs (deep brain stimulator) extension wire. Surgery to correct would be scheduled at a later date, the event was left open and ongoing until that surgery took place. Patient outcome was ongoing with no further action needed. X-ray on (B)(6) 2013 showed no radiographic abnormality of the deep brain stimulator apparatus. Device interrogation showed therapeutic impedance "high." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v734519, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot # v734519, implanted: (B)(6) 2012, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial #(B)(4), implanted: (B)(6) 2012, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3389s-40, lot # v734519, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot # v734519, implanted: (B)(6) 2012, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was further reported that the event resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported indicated that all four contacts of the left dbs (deep brain stimulation) lead had abnormal impedances in the range of 8,000-10,000 ohms on the left lead. Revision of the left lead had occurred. X-ray performed on (B)(6) 2013, about two month prior to the report, showed no obvious break. There was a "bone marker implant" done six days prior to the report, on (B)(6) 2013. Four days after report, on (B)(6) 2013, a removal and replacement of left stn electrode and connection to existing ipg (implantable pulse generator) extension wires was planned. Signs and symptoms associated with the event were significant tremor, rated at 3/4, and motor fluctuations. The patient had lost control of right arm tremor control from left stn high-frequency stimulation. The patient also had a leg rest tremor, moderate loss of facial expression, mild dysarthria, mild to moderate loss of speech volume, right arm rigidity with impairment of fine motor function, decreased arm swing. The patient ambulated with slightly stooped posture and shortened stride length. Prior to lead replacement, the patient had been taking one tablet of carbidopa/levodopa 25/100 every three hours with only partial tremor control and no dyskinesias. Right before the return of symptoms, the patient spent time lifting heavy items. The patient also noticed periodic tingling in his left scalp just over the area of connection to the extension wires. Two days later it was reported that the event was ongoing. Two more days later it was reported that the problematic lead was replaced on the day of the report. The lead had the following impedances: 11,254 ohms, 10,943 ohms, 11,019 ohms, 11,417 ohms on electrodes c-0, c-1, c-2, c-3. After replacement, the issue was resolved, but the cause of the issue was not determined. It was stated that the surgeon used clips and cement to anchor the lead, and due to the high impedances, he decided to replace the lead only. Patient status at time of this report was alive with no injury. Patient symptoms or complications associated with this event were less than 50% therapy relief, loss of efficacy on the right side of body. After the lead was replaced, the impedances were checked and all were within normal range. The efficacy was restored. Four days later it was reported that, although the surgeon had to cut the lead multiple times to remove it, the clips he used to anchor the lead were as they had been implanted in the patient.

Manufacturer narrative:
Analysis of the returned lead revealed ¿all conductor wires were broken 8 cm from the distal end¿ and there were ¿two staples 8 cm from the distal end.¿ it was also noted there were ¿sutures directly on the outer insulation¿ of the lead¿ and that the ¿outer insulation was melted¿ in spots. It was further noted the outer insulation of the lead had cosmetic environmental stress cracking. A functional test found the ¿continuity acceptable¿ and ¿no shorts¿ when tested dry.

Manufacturer narrative:
This value was updated to 2017-10-08. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received updated the etiology to related to the device or therapy and not related to the implant procedure. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. The etiology was updated to be not related to the device/therapy and not related to implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID 3389s-40, lot# v734519, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the hcp assessed the etiology of the event to be related to the device/therapy and unlikely related to the implant procedure. The endpoint adjudication committee (eac) assess the etiology of the event as related to the device/therapy and not related to the implant procedure. Nervous system disorders were also noted. No further complications were reported/anticipated.

Event description:
Additional information received reported that the etiology for the issue was not the extension, but was instead the lead. It was stated that the previously reported extension breakage was in fact lead breakage, but the previous report of ¿exploratory surgery confirmed breakage in the dbs extension wire¿ was still present. Additionally, the lead was said to have been explanted on (B)(6) 2013.